Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding an alarm and the hp stated that they used to change out only the bags to correct the alarm. Hp would reconnect to the set if the newly attached bag cleared the alarm. The hp said that now he restarts with new supplies every time. There were no allegations against baxter products. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error- reuse of single use product, where the home patient stated that they changed out only the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.